Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual inspection: both slides were in their initial positions. There were no visual anomalies noted on the device. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device with each trigger, for a total of 20 tests. The device was able to prime and fire properly. All 20 samples were obtained with no issues. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was unconfirmed for failure to prime and self-activation, as the device worked properly under laboratory conditions, and the reported problem could not be replicated. The definitive root cause could not be determined based upon the available information. It was unknown if procedural issues contributed to the reported event. Labeling review: the current japan IFU (instructions for use) states: [warnings]: never test the product by firing into the air. [Damage may occur to the needle/cannula tip.]; post-biopsy patient care may vary with the biopsy technique utilized and the individual patient's physiological condition. Observation of vital signs and other precautions should be taken to avoid and/or treat potential complications that may be associate with biopsy procedures; the collection of multiple needle cores may help to ensure the detection of any cancer tissue. A "negative" biopsy in presence of suspicious radiographic findings does not preclude the presence of carcinoma. [Contraindications and prohibitions]: do not reuse. [This product is designated for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications.]; do not resterilize. [After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increase the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes.]. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the first slide of the device allegedly failed to prime during the second sample attempt. After multiple attempts it was reported that the first slide was able to be primed again; however, the first slide allegedly released while priming the second slide. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the first slide of the device allegedly failed to prime during the second sample attempt. After multiple attempts it was reported that the first slide was able to be primed again; however, the first slide allegedly released while priming the second slide. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.